Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and the method to achieve hemostasis was not reported. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.